Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 10-feb-2022. This spontaneous case was reported by a consumer and describes the occurrence of heavy menstrual bleeding ('heavy menstrual periods, loss of clots') in a (B)(6) female patient who had essure (batch no. C26941) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced heavy menstrual bleeding (seriousness criterion intervention required), 11 months 12 days after insertion of essure. On (B)(6) 2019, the patient underwent shoulder operation ("right shoulder surgery"). On an unknown date, the patient experienced anaemia ("anaemia") and abdominal pain ("abdominal pain"). The patient was treated with surgery (endouterine curettage on (B)(6) 2016, hysterectomy/bilateral adnexectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the heavy menstrual bleeding, anaemia and abdominal pain had resolved and the shoulder operation outcome was unknown. The reporter provided no causality assessment for abdominal pain, anaemia, heavy menstrual bleeding and shoulder operation with essure. The reporter commented: period of occurrence: from 2015 to 2019. Patient¿s current status: endouterine curettage performed on (B)(6) 2016 then hysterectomy + bilateral adnexectomy on (B)(6) 2019. Right shoulder surgery on (B)(6) 2019. More iron supplementation from 2015 to 2019. She was a blood donor but she could not donate for some time. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 10-feb-2022. The most recent information was received on 01-mar-2022. This spontaneous case was reported by a consumer and describes the occurrence of heavy menstrual bleeding ('heavy menstrual periods, loss of clots') in a 44-year-old female patient who had essure (batch no. C26941) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced heavy menstrual bleeding (seriousness criterion intervention required), 11 months 12 days after insertion of essure. On (B)(6) 2019, the patient underwent shoulder operation ("right shoulder surgery"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and iron deficiency anaemia ("anaemia"). The patient was treated with iron and surgery (endouterine curettage on (B)(6) 2016, hysterectomy/ bilateral adnexectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the heavy menstrual bleeding, abdominal pain and iron deficiency anaemia had resolved and the shoulder operation outcome was unknown. The reporter provided no causality assessment for abdominal pain, heavy menstrual bleeding, iron deficiency anaemia and shoulder operation with essure. The reporter commented: period of occurrence: from 2015 to 2019. Patient¿s current status: endouterine curettage performed on (B)(6) 2016 then hysterectomy + bilateral adnexectomy on (B)(6) 2019. Right shoulder surgery on (B)(6) 2019. More iron supplementation from 2015 to 2019. She was a blood donor but she could not donate for some time. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 83 kgs. Batch no c26941 production date 2014-02-21; expiration date 2017-02-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 1-mar-2022: quality safety evaluation of product technical complaint (ptc). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.